Event description:
It was further reported through follow-up obtained that the physician felt that the therapy delivered was appropriate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician indicated the right atrial (ra) lead undersensed atrial tachycardia/atrial flutter which may have resulted a misclassification of an episode as ventricular fibrillation (vf) and the patient receiving anti-tachycardia pacing (atp) and high voltage therapy. Upon technical review, it was indicated that the ra lead exhibited far field r-wave (ffrw) defections rather than an atrial tachycardia, and the episode had been classified correctly as a ventricular arrhythmia. The ra lead remains in use. No further patient complications have been reported as a result of this event.